Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891788 and gd891333 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow up information was received from the peritoneal dialysis registered nurse. On an unknown date, the patient began pd therapy with the following ip solutions: dianeal pd2 ultrabag 1.5% solution, and dianeal pd2 ultrabag 2.5% solution (dose and frequency unknown). On an unknown date, the patient developed low serum calcium. The rn confirmed that the onset date of peritonitis was (B)(6) 2012. On (B)(6) 2012, a pd effluent culture was performed which showed no growth. Repeat pd effluent cultures were done on (B)(6) 2012 and (B)(6) 2012 which also showed no growth. The patient was not hospitalized for the events. The cause of the peritonitis was possibly inadequate hand washing after the patient had been outdoors gardening. On an unknown date, the patient was re-educated on proper aseptic technique. The patient was recovered from the peritonitis, and was recovering from the low serum calcium. Pd therapy was ongoing. The patient had a past medical history of dementia, a "brain coil in her head" due to a brain aneurysm, end stage renal disease, hypertension, stroke and pneumonia. The patient did not have a past medical history of diabetes, cardiac disease, cardiac failure, or heart attack. The events were not related to dianeal solution or to baxter devices or disposable products.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Action taken with dianeal ultrabag therapy was not reported. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis that did not require hospitalization. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was recovering from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.